Event description:
It was reported that patient had experienced a pump malfunction and had been asked previously to contact support if issue continued. There was no reported impact to the customer¿s blood glucose level. Technical support later received patient¿s phone number, reached out to ask whether issue had been resolved, and advised patient to contact support again if further assistance with pump was needed, and no additional information was received regarding the outcome of the event.